Event description:
It was reported that the catheter was inserted via right internal jugular in 2008. In 2009, the patient was receiving noradrenaline when the catheter became kinked. It was reported while receiving the noradrenaline, her blood pressure dropped. As a result, the catheter was changed at 04.30 hours. The clinician noted that the insertion site was slightly inflamed and that the line continued to become blocked. Additional information received by clinicians at about one week later stated that the second central venous catheter (cvc) which was placed into this patient via left internal jugular had been fine; however, it became very positional. They increased the pressures on the syringe driver and it was removed supposedly, in the next day due to the cvc being kinked at the hub. The patient's blood pressure dropped to a systolic of approximately 70, the diastolic was unknown.

Manufacturer narrative:
Sample will not be returned for evaluation.